Event description:
Clinician received a skin shock from an optiflex iii knee exercise device during a patient knee exercise treatment. The patient had received therapy using the optiflex iii three to four times previous to this event. The patient was receiving knee exercise therapy when the device started to shock the patient. The clinician stopped the treatment and removed the patient's leg from the device. As the clinician was removing the device, the clinician received a shock from the device. The clinician reported that no injuries resulted from the incident.

Manufacturer narrative:
The manufacture is awaiting the return of the device for evaluation. The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.